Event description:
During a radiographic eval, the physician observed that the medial tibial plateau fractured which subsequently fractured the peg on the tibial component.

Manufacturer narrative:
Method; x-rays evaluated. Investigation in process.